Event description:
Pt hit their coffee table with the edge of the walker and the very thin, very sharp, steel, flex rod cut pt's arm from the 5th digit to approx 3 inches past the wrist. The wound was approx 1/2" deep and should have had stitches but as it was a weekend the pt held pressure on it overnight and did not seek medical attention until the next day. At this point, it was too late to suture the wound. Pt has been followed with treatments and medication. Wound is still unhealed at 2 months. Pt is dissatisfied with the MFR's response as they instructed pt that if pt had bought the "deluxe model it would have included the safety feature." Rptr believes this part would only cost 25 cents and should be "included" with all models.